Manufacturer narrative:
The subject device was returned to aizu factory for evaluation. When the subject device was connected to a video system center at aizu olympus, the reported phenomenon was reproduced. As a result of confirming the external appearance of the subject device, nothing abnormal was found. The video connector was disassembled, but no abnormality and the water leakage were found in the inside. The breakage of the ccd cable was not confirmed. A repair history of the subject device was confirmed and it was found that the ccd unit had never been repaired since the subject device was delivered to the user facility on (B)(6) 2008. The exact cause of the reported event could not be conclusively determined, however, the malfunction of the ccd couldn't be ruled out as a contributory factor to the reported event.

Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to service operation center (sorc) (B)(4) for evaluation. When the subject device was connected to the video system center which sorc (B)(4) possessed, the reported phenomenon was reproduced. The subject device was sent to (B)(4) olympus for further evaluation. (B)(4) olympus will evaluate the device. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus medical systems corp(omsc) informed that the endoscopic image disappeared during a procedure with the subject device. Since the user facility did not have a spare scope, the procedure was aborted. There was no patient injury reported.